Event description:
The following information that was previously reported does not apply to this event: [the patient reported they were in a lot of pain. They went to the ER last night because of the pain.]

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient reported they were in a lot of pain. They went to the ER last night because of the pain. When at the ER, they found some wires that should not be inside the patient because the pump was removed and it was part of the pump. The reason for pump removal was a "spinal infection" and it was removed in december. They reportedly still had the spinal infection after the surgery and they stated "when it's on the bone it lasts for a long time". They indicated they could not contact the doctor as he was the one who gave the patient the infection. The medication infused was unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2010, product type: accessory. (B)(4).